Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization last year due to diabetes ketoacidosis and high blood glucose readings of 526 mg/dl. Customer stated his chest was hurting and was very dry. Customer mentioned receiving no delivery alarms on the insulin pump during bolus and basal and stated that the insulin pump stopped working. It was noted that the alarm was resolved by an infusion set change. Troubleshooting for high blood glucose readings was declined. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and corroded battery tube.